Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation was not completed as perviously reported, the investigation is now complete. Investigation results indicate that the bur broke due to internal corrosion with the associated attachment (B)(4). This indicates that the attachment support bearings failed by restricting rotation resulting in the bur breakage.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.